Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 64-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the short peel-away sheath was leaking blood; therefore, was replaced with a long peel-away sheath. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-5 at 2.8l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being reported due to the device exchange; however, the exchange was performed with no clinical consequence to the patient.